Event description:
It was reported that during use of the balloon catheter, the deflation time was longer than expected. It was reported that the device had not been pre-tested prior to use, which is contrary to instructions for use. Reportedly no pt injury occurred.